Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Investigation was done based on photos which were provided by customer. On the photos there are shown several shelf cartons which are correctly labelled and one shelf carton with missing label. Risk of this issue is mitigated by the fact that unit pack which is inside the shelf carton is identified because unit pack cover is directly printed during packaging process. Unit pack printing contains all information which are necessary for product identification and traceability. Adhesive labels are manually placed on shelf cartons by operators. Missing adhesive label on shelf carton is clearly manufacturing error. No more customer complaints were raised against affected lot number and no trend of similar complaints was identified. Therefore this incident is considered to be isolated incident. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the english label missing on box . No patient injury was reported.